Event description:
The user facility reported that there was very low light output from the visera elite ii video system center. There was no report of patient impact or injury due to the event.

Manufacturer narrative:
The device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported low light output issue, and found the light tolerance was below specification due to failure of the light source unit. Further evaluation of the device found the front panel had minor damage, the power switch was broken, and there was high dust accumulation inside the unit. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. The probable cause of the issue was caused by the faulty light emitting diode (led) light source unit, but the cause of the fault could not be identified. ·confirmed the light output went below the specification. ·confirmed faulty led light source unit. ·the DHR record showed there was no abnormality in manufacturing.